Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and issues were observed. Sensor plug was properly seated and no physical damage observed on sensor patch. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 1, indicating initial factory state. Insertion failures were not observed on event log, which indicates the user did not activate the sensor. Therefore, the issue is not confirmed to use. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.

Event description:
A customer reported receiving an ¿incompatible sensor¿ message during inserting the adc freestyle libre sensor. The customer was unable to obtain a sensor scan however, did not experience any symptoms. The further reported having contact with a healthcare professional and received treatment, however, the customer refused to provide further details. There was no report of death or permanent impairment associated with this event.